Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the adverse event. Based on the information gathered, there was no indication that the device directly caused the intra- and/or post-operative complications. Intuitive surgical, inc. (Isi) has not received a product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the instrument and system logs could not be completed due to insufficient event information. An event date was not provided.

Event description:
It was reported in an online newspaper that during a da vinci-assisted proximal gastrectomy procedure, the nasogastric tube was not removed during the gastric and esophageal resection. The gastrectomy was performed with the tube still in place. The surgeon noticed it during the procedure, and the procedure was converted to an open total gastrectomy and enterostomy. The patient's progress was good, and on the 8th postoperative day, a postoperative fluoroscopy revealed no insufficiencies in the suture line. The patient started oral intake. However, on postoperative day 12, a suture failure at the esophageal-jejunal anastomosis was found. The patient was conservatively treated with right thoracic drainage and a nasal-ileal tube, and they did not experience any other intra- or post-operative complications. It was unknown if any bleeding occurred due to this event. The patient underwent the procedure to treat gastric cancer. Their current status is unknown, and concerns regarding any long-term complications for the patient were unknown. This information was published on the hospital's website and was written by the hospital director. They further commented that if the nasogastric tube had been removed at the time of the gastrectomy, it is highly likely that the planned procedure could have been performed, and the postoperative suture failure would not have occurred. No malfunction of the da vinci system, instruments, and / or accessories occurred. Per the site, the intra-operative complication occurred due to a lack of confirmation by the surgeon and staff. The post-operative complication was caused by a suture failure at an anastomosis formed during the open total gastrectomy procedure, hence, it was not related to the use of any da vinci products. The system, instruments, and accessories were inspected prior to use, and nothing abnormal was found. No photographic images or video recordings of the procedure were available for review.